Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, keypad advances to the 2nd menu instead of the 1st menu and automatic (double) output of a key, which was reproduced. The device evaluation confirmed the (.), ok, #0, #1, #2, #3, #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function interfering with the mdl drug search. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump's keypad advances to the 2nd menu instead of the 1st menu and had an automatic (double) output of a key . It was also reported there was no patient injury.